Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one photograph of the complaint event. Photographic inspection noted that the reload was fully fired. One staple had been back fired into the staple pusher. Physical inspection and functional testing could not be performed as the physical device was not received. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. A definitive root cause could not be determined with regard to the reported condition. Without the physical product, a definitive root cause could not be identified. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic thoracoscopic left lung lobar resection, while being applied at a broken bronchi, the endoscope was used to install a 45 - 48 straight reload, but half-way through firing, the reload fell out, and the device was unable to form/close into a b-shape and there were incomplete staple line at the central part. When they held the handle forward and launch the device, they found that there was a distorted nail on the 3.5 cm. Barrel. They discarded then replaced with new staple cartridge to complete the case. There was no patient injury.